Event description:
The provider's office called to report a patient is experiencing oral thrush that occurred while using their sleep appliance. The patient wore the appliance regularly for the last 2 years, but the symptoms started to appear beginning (B)(6) 2024. The symptoms subsided after nonuse and an antibiotic prescription from their doctor (unknown medication nor the date of issue). The patient claimed to have no known allergies. Additionally, the provider's office reported that it may have been caused by the patient not using device properly and improper maintenance to keep it clean. The patient has not returned the device.

Manufacturer narrative:
The device was not returned for analysis. The product investigation could not identify a root cause for the reported complaint; however, the event is believed to have been caused by improper maintenance to keep it clean, according to the reporter. There was no defect reported with the device itself. Should additional information be received, or the device returned, a supplemental report will be submitted. Manufacture internal reference number: (B)(4).